Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump was unresponsive during priming. The report indicated that the pump did not stop as a result of the issue. There was no patient involvement as the issue occurred during priming.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the s5 roller pump was unresponsive during priming. The report indicated that the pump did not stop as a result of the issue. There was no patient involvement as the issue occurred during priming. Sorin group (B)(4) has requested that the pump be returned for evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.